Event description:
Nurse set "channel a" on the infusion pump for 75cc/hour with volume of 600 ml to be infused (approximate bag volume was 600 ml). About one and a half hours later, the pump alarmed "air-in-line" and the bag was empty. Volume still to be infused stated 387 ml. The pump was removed from the patient and sent to the biomedical department. The tubing was reused on another pump without incident. The pump was tested in biomed and over infusion continued during testing. Cardinal health was called and the pump was sent out for further evaluation by the manufacturer.